Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: staff claims light cable burned a hole in the drape near patients leg/feet the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the light cable that was being used in conjunction with the unit at the time of the case which may have had an issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.